Manufacturer narrative:
Based on the claim against the product by the customer noting the image was flipped, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) was informed by the customer that the two endoscopes that caused the inversion issue were returned and taken out of circulation. The customer also informed fse that several cases were completed with the same surgeon and no further issues occurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope image was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the endoscope image was flipped, and the instruments were working backwards. The customer was able to remove the endoscope and clear the guided tool change information and reinsert the endoscope and the image and functionality was restored. Technical service engineer (tse) explained that the issue that they described can happen and the workaround would be to do exactly as they have done. The issue may be induced by the user's actions and less likely a bad endoscope. The procedure was completed with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: this compliant was recognized as a user error and not an issue with an intuitive product or equipment. The pa was spoken to and guided by csr on how to avoid this error moving forward.